Manufacturer narrative:
Investigation summary: as the lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation, migration and tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated, tilted and migrated. There were no reported attempts to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately after 13 years, a CT scan of abdomen and pelvis was positive for caval perforation and the apex of filter was slightly tilted slightly towards the right by 9 degrees and anteriorly by approximately 11 degrees. A total of 6 prongs have perforated the ivc and one prong perforated the aorta. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for filter migration. Additionally, the investigation is inconclusive for filter tilt as the provided medical records demonstrate insignificant tilt. Per the medical records, the patient had the filter implanted prior to gastric bypass surgery. Therefore, it is possible that the procedure affected the stability of the filter. However, based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Potential complications: perforation or other acute or chronic damage of the ivc wall filter tilt. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated, tilted and migrated. There were no reported attempts to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and perforated the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that sometime post vena cava filter deployment the filter perforated, tilted and migrated. There were no reported attempts to retrieve the filter. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted, migrated and perforated to the heart. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated the aorta, inferior vena cava, l3 vertebral body, right common iliac body, l4 vertebral body. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record (DHR) review was not performed as the lot number was unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two months post filter deployment, a roux-en-y gastric bypass surgery was performed successfully. Two months later, an upper gi series and small bowel follow-through showed the ivc filter with the apex at the level of l2-l3. Eventually twelve years and four months later, computed tomography (CT) revealed an inferior vena cava filter in place with the apex located 3.1 cm below the right renal vein and 4.2 cm below the left renal vein. The apex was tilted slightly towards the right by 9-degrees and anteriorly by approximately 11-degrees. The apex abutted the anterior inferior vena cava wall. Nearly, all of the inferior vena cava filter struts extended beyond the inferior vena cava wall by 2 to 6 mm. The upper left lateral strut appeared to perforate through the right lateral aortic wall by 10 mm. Slightly more inferiorly, the most inferior left lateral strut projected 4.5 mm beyond the inferior vena cava wall and abutted the posterior aspect of the aortic bifurcation. The anterior inferior vena cava struts abutted the posterior duodenal wall. Subsequently seven months and nine days later, another computed tomography (CT) revealed there was an inferior vena cava filter in place. The tip of the filter was approximately 3.8 cm from the right renal vein. The inferior struts are outside the confines of the walls of the inferior vena cava. One of the struts was seen within the wall of the abdominal aorta. Therefore, the investigation is confirmed or the perforation of the ivc. However, the investigation is inconclusive for the filter migration. However, the investigation is unconfirmed for the filter tilt as the medical states, ¿the apex was tilted slightly towards the right by 9-degrees and anteriorly by approximately 11-degrees¿.based upon the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Potential complications: perforation or other acute or chronic damage of the ivc wall filter tilt. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.